Event description:
The sheathed insertion occurred in the cath lab in 2005. Later that day, helium loss alarms occurred with the iabp. The iab was repositioned and the alarms stopped. The third day there was a recurrent helium loss alarm and blood was observed in the helium tubing. The iab was exchanged. There were no associated patient complications.